Event description:
It was reported that the patient received an alert due to non-sustained lead noise, which was caused by t-wave oversensing. The patient was asymptomatic. The device was reprogrammed successfully.

Event description:
New information received notes that post-paced t wave oversensing was once again observed. Patient remained asymptomatic. Programming changes were made.